Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure while on curing the prominauris, the device thread broke. They then used another device to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of nine devices. Visual inspection of the opened products noted seven needles and seven sutures, four of the sutures were partial. Each suture was attached to one needle. All needles had instrument marks on the tip and swages. Two of the needle tips were bent. A needle with a bent tip also had a bend near the swage. Instrument marks were noted near this bent site. A tactile and microscopic inspection of the sealed sutures was performed with no abnormalities. The foils were inspected with light assisted microscopy with no abnormalities. Bend moment testing was performed on the undamaged needles and the results met the specifications for this product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. The needle should always be held in the middle where the diameter is greate st. Grasping the needle near the swaged end or the tip could cause bends or breaks or damage the connection between the needle and suture. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.